Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low atrial pacing lead impedance was noted. Pacing mode of the device was reprogrammed and the patient is in stable condition.